Event description:
It was reported that the patient was going to have a pocket revision on (B)(6) 2014 due to their implantable neurostimulator (ins) rubbing against the patient¿s ribcage. No outcome was reported regarding this event. Follow up is being conducted to obtain additional information. If additional information is received a follow up report will be sent.

Event description:
Additional information received reported that the patient was revised on (B)(6). The patient¿s programming remained the same and his impedances were in range. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 97791, lot# n412428, implanted: (B)(6) 2014, product type: accessory; product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 97754, serial# (B)(4), product type: recharger; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).